Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported hole cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the app instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery due to the device not working. It was identified a fluid leak caused by a small laceration in one of the cylinders. The device was removed and replaced with a tactra device. There were no patient complications.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery due to the device not working. It was identified a fluid leak caused by a small laceration in one of the cylinders. The device was removed and replaced with a tactra device. There were no patient complications.